Manufacturer narrative:
(B)(4). One vps rhythm stylet and one mc-35552-200 uncoated catheter were returned for evaluation. A visual examination revealed a portion(a pproximately 14 1/2 inches) of the stylet remains in the catheter and separated from the remaining approximately 15 inches of the stylet body. After performing sample decontamination, multiple kinks and bends were observed on both sections of the stylet body as well as multiple abrasions of the outer jacket of the stylet body. Based on the catheter markings, it was determined approximately 40 cm of the catheter body was returned from the original 55 cm. The catheter body was observed to be very brittle and had multiple "cracks" resulting in separation into multiple "pieces" during handling while performing this investigation. In addition, the catheter body was separated from the hub, and the hub was separated into approximately equal portions. During decontamination of the returned sample, the remaining portion of the stylet was easily removed from the catheter. Where possible, the returned stylet was rethreaded into the returned catheter with no issues observed. A known good rhythm stylet was easily threaded through the various lengths of the returned catheter. The report the stylet was stuck in the catheter was not reproduced. However, the stylet has been separated. The ends of the stylet at the point of separation exhibited the application of excessive force and did not exhibit any manufacturing defects. The report "stylet stuck in the catheter" was not confirmed by evaluation of the returned vps rhythm stylet and one mc-35552-200 unc oated catheter. Unintentional user error caused or contributed to this event. The specific user error could not be determined based on the condition of the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: stylet stuck in catheter during patient use. No patient injury or complication reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: stylet stuck in catheter during patient use. No patient injury or complication reported. The device was replaced. The patient's condition is reported as fine.